Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device did not detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and pads were not returned to zoll medical corporation for evaluation. Review of the device log shows the device prompted pads off message as a result of poor coupling. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or poor contact between the pad and patient. Root cause for poor coupling could not be determined. Analysis of reports of this type has not identified an increase in trend.